Event description:
Blood leakage: when systemic circulation was resumed after the thoraflex hybrid was implanted, blood leaks were observed from two locations on the graft section. One was a few millimeters from the collar seam and the other was a few millimeters from the root cannulare placed on the graft section. The leaks were repaired by suturing and glueing, and the device was implanted without replacement. Subsequently, the procedure was completed successfully. This report is being submitted to provide initial/final complaint closure information for manufactuiring comp no (B)(4).

Manufacturer narrative:
H6 manufacturer's narrative: clinical code 4582 no clinical signs, symptoms or conditions: no harm to the patients' health. Impact code: 2199 no health consequences or impact: no harm to the patients' health. 4641 unexpected medical intervention: the leaks were repaired by suturing and glueing, and the device was implanted without replacement. Medical device problem: 2588 defect device: leakage was observed from x2 locations on the device. Component code: 4755 part/component/sub-assembly term not applicable. Type of investigation: 4109 historical data analysis: batch review performed of original fabric which showed no issues. 4110 trend analysis: a 5-year review of similar complaints (leakage: blood oozing) gave an occurrence rate of (B)(4). 3331 analysis of production records: a review of manufacturing and qc records confirmed that there were no issues with the manufacture of the device. 4114 device not returned: device remains implanted . 4117 device not accessible for testing: device remains implanted. Investigation findings: 3221 no findings available: leakage was reported, however no CT scans, no additional information was provided, and graft remains implanted therefore no further investigation is possible. Investigation conclusion: 67 no problem detected: leakage was reported, however no CT scans, no additional information was provided, and graft remains implanted therefore no further investigation is possible. 4315 cause not established: leakage was reported, however no CT scans, no additional information was provided, and graft remains implanted therefore no further investigation is possible.